Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device recognized the attached adult electrodes as pediatric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and full pads functionality testing using test multi-function cable and pads without duplicating the malfunction. The device was recertified and returned to the customer. The electrode pads that were used at the time of the reported incident were not returned for evaluation. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event.